Manufacturer narrative:
The field service engineer (fse) performed a high sensitivity system check, which failed to pass within instrument specifications. The fse replaced the analytical module and resolved the reported issue. All alignments of the analytical module were verified. The fse also replaced the cooling fan and the pipettor tip. The fse performed all pipettor alignments and verified the luminometer adjustment. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Analytical module in conclusion, system hardware, associated with the analytical module, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported a falsely elevated troponin I (access® accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the unicel® dxc 600i synchron® access® clinical system. An initial result of 1.20 ng/ml was obtained but was not released from the laboratory. There was no patient impact associated with this event. Subsequent testing of the patient's sample, on an alternate unicel® dxc 600i system, produced a lower result of 0.00 ng/ml, within the normal reference range of the assay. The patient's sample was collected in a becton dickinson lithium heparin plasma separator tube and centrifuged at 6,000 rpm (rotations per minute) for four minutes or 4,000 rpm for six minutes, at room temperature. No sample integrity issues were noted and no additional processing was performed prior to reanalysis. The sample was analyzed through the closed tube aliquotter (cta). The customer indicated quality control (qc) passed the morning of the event - qc was not repeated after the incident. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.